Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused diffuse bronchial syndrome. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused diffuse bronchial syndrome. The patient did not report to receive medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from an external and internal inspection: dust-like contamination at the air inlet of the blower box. Light dust-like contamination on top of the blower motor and the blower box. Black dust-like contamination (inconsistent with sound abatement foam degradation) on the top enclosure, ui panel, bottom enclosure, and rear panel. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. Sections d8, d9, h2, h3, and h6 were updated.